Event description:
The hospital biomedical technician reported the ventilator went vent inop and alarmed due to an adc/dac test failure. The ventilator was in use on a patient, and the customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The biomedical technician was unable to duplicate the reported problem. Est and applicable testing was completed and the ventilator passed per operating specs.

Manufacturer narrative:
Na